Event description:
Caller reported the pump battery would not charge, despite attempts using a wall outlet and different adapters and cables, with charging connection remaining unstable. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. The customer was instructed to use an alternate form of insulin therapy to prevent interruption in delivery, specifically a manual daily injection (mdi), and was provided a replacement pump. Caller was guided on how to put the pump into storage mode before returning it and instructed to send the malfunctioning pump back within 10 days using a pre-paid label.